Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified baxter catheter extension sets was experiencing leaks. There were no further details reported about the leaking sets. The process step at which the leaks were identified was unknown and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.